Manufacturer narrative:
This report is being submitted to capture the results of the reportable failure and the associated manufacturer¿s investigation. A device evaluation, a review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The subject device was returned, evaluated, and as noted in b5, the distal end was found burnt. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following information related to the failure mode: ¿instructions gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection: 3.3 inspection of the endoscope: inspection of the endoscope. Instruction manual gif/cf/pcf-290 series operation manual chapter 4 operation: 4.3 using endo therapy accessories.¿ based on the results of the investigation and the condition of the returned device, a definitive root cause for the reported failure mode could not be determined. However, investigators believe it¿s likely that the burnt section may have occurred as a result of a high-end endo therapy accessory having been used without sufficient distance from the distal end. Olympus will continue to monitor the field performance of this device.

Event description:
While evaluating the olympus gastrointestinal videoscope, it was discovered that the distal end was burnt. There was no patient involvement during this event.